Manufacturer narrative:
Correction: section d10 - the therapy date and section g3- date received by manufacturer should have been 3 december 2025 rather than 4 december 2025.

Event description:
It was reported that the patient had presented to the clinic for a follow-up. A review of the transmission showed that the right atrial (ra) lead and right ventricular (rv) lead had exhibited noise oversensing. The noise on the ra lead had resulted in pacing inhibition and inappropriate mode switching. An insulation breach was noted on both the ra and rv leads, which was confirmed through visual examination. Both leads were capped and replaced on (B)(6) 2025. The patient remained in stable condition.